Event description:
It is reported that the pt was revised due to tibial plate loosening.

Manufacturer narrative:
Eval summary: operative reports were reviewed and appear to be in line with recommended surgical techniques. However, x-rays were not provided; therefore it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. However, the complaint may be revised upon return of the product or receipt of additional info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.